Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found no anomaly. Stylet insertion and withdrawal was tested with the four types of stylets normally packaged with this model lead. All four stylets could be inserted completely and withdrawn from the lead without difficulty. The stylets were not returned that were being used when the customer was having difficulty. The reported event could not be duplicated in the analysis lab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare professional (hcp) had difficulty with the green-blue stylet when attempting to replace it with another one. During a trial surgery the hcp felt the stylet was stiffer than usual and difficult to remove when they were withdrawing it. With the lead in the epidural space the hcp slightly curved the tip of the white-blue stylet and inserted the stylet in the lead. At first resistance and tightness was felt when the stylet was advanced approximately 15 centimeters and then the tip seemed to not be reaching the puncture needle. The hcp was able to insert the stylet using force, but the last two centimeter portion could not be inserted so the stylet was not used. Another attempt to insert the stylet was made, but the stylet was stuck and could not be completely inserted. A new stylet was used without problem.